Event description:
The customer tested his blood glucose and rec'd a reading of 154 mg/dl using his contour meter. He retested using another meter and rec'd a reading of 79 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.